Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant products: 00786401600 femoral stem press-fit collarless 12/14 neck taper standard body standard neck offset size 16 171 mm stem length cementless lot 60523737. 00620206620 shell porous with multi holes 66 mm lot 62845674. 00877703604 biolx opt hd/adpt 12/14 36x+7 lot # 2771750. Reported event was confirmed by review of the provided op notes. Review of the operative notes indicated increase swelling at lateral aspect of his wound. Patient had no pain. Patient had fascial dehiscence. Operation: fascial repair, right hip, with radical irrigation and debridement of the deep joint. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required with the information provided it is likely that previous recurrent surgical procedures including debridement, contributed to the reported event; however a specific cause cannot be determined with certainty. Sterilized devices manufactured or distributed by legacy zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level. Therefore, it is highly unlikely that the specified devices caused or contributed to patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an irrigation and debridement procedure due to fascial dehiscence.